Event description:
The implant failed due to it fracturing during placement. The initial report did not have the correct event type documented, the correct event type, malfunction, is provided in this follow-up report.

Event description:
The implant failed, due to it fracturing during placement.